Event description:
It was reported that during a stenting treatment procedure, a stent dislodgement occurred. Vascular access was obtained via the right femoral artery. The 99% stenosed target lesion was located in the moderately tortuous and non calcified left subclavian artery. A 90cm 7fr non bsc introducer sheath and a .014 non bsc guide wire were positioned. Pre-dilation was not performed. The 8.0x60mm express ld vascular stent system was advanced into the patient, but was unable to cross the lesion. While removing the express ld, the stent dislodged from its delivery device. The sheath was replaced with a 10fr sheath and a 10mm snare was inserted which successfully removed the stent. Pre-dilation was then performed and a 7.0x57mm express ld was deployed, followed by post-dilation. There were no additional patient complications reported and the patient's status is good. This product is only ous approved but it is similar to an approved us device.

Event description:
It was reported that during a stenting treatment procedure, a stent dislodgement occurred. Vascular access was obtained via the right femoral artery. The 99% stenosed target lesion was located in the moderately tortuous and non calcified left subclavian artery. A 90cm 7fr non bsc introducer sheath and a .014 non bsc guide wire were positioned. Pre-dilation was not performed. The 8.0x60mm express ld vascular stent system was advanced into the patient, but was unable to cross the lesion. While removing the express ld, the stent dislodged from its delivery device. The sheath was replaced with a 10fr sheath and a 10mm snare was inserted which successfully removed the stent. Pre-dilation was then performed and a 7.0x57mm express ld was deployed, followed by post-dilation. There were no additional patient complications reported and the patient's status is good. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: examination of the returned product revealed the stent was received along with a snare; the delivery system was not returned. Visual and microscopic examination of the stent identified severe stent damage. The struts on one end of the stent were stretched, covered in blood and misaligned. The struts on the other end of the stent were lifted up and misaligned. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).